Manufacturer narrative:
Product event summary : initially, the lead was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed oversensing; there were 45 non-sustained episodes (nsts) with v-v intervals less than 220 milliseconds from (B)(6) 2016. 9 inappropriate shocks were delivered on (B)(6) 2016 due to non-physiologic oversensing. The ventricular sensing integrity counter (v-sic) counted 9430 counts in 1.9 days and a lead failure alert was triggered on (B)(6) 2016 for v-sic and nsts. Additionally there was high pacing impedance; it spiked out of range (B)(6) 2016 after being steady at about 507 ohms. Subsequently, the lead was returned and analyzed with no anomalies found. Visual analysis revealed apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to a right ventricular lead fracture. Noise was noted on the electrogram - which was able to be reproduced in the clinic with pocket manipulation - and the bipolar pacing impedance was high. An audible patient alert had triggered. Therapy was deactivated until invasive testing could be done to determine if the lead was fractured or if there was a set screw issue. During the lead revision, non-physiologic oversensing was noted and there were two monitored high rate non-sustained episodes with noise. The set screw was tight and the lead pin was inserted fully; testing through the lead analyzer confirmed noise and possible lead fracture. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.